Event description:
During arterial line insertion, an alcohol wipe (included in the arterial line kit) is used to disinfect the lidocaine top (after the lid is removed) in order to sterilize the rubber top of the vial prior to puncturing skin to instill lidocaine for the line insertion. Immediately after opening the alcohol prep pad in the arterial line kit, the physician dropped the pad and reported that the pad was dry and not moist with alcohol as expected. Physician reported that it is very common for the alcohol pads in both the arterial and central line kits to be found dry immediately after opening the sealed packages. Dry alcohol wipe and packaging were saved. No injury to patient as another alcohol wipe was obtained and used.